Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 1 month. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital for suspected thrombus. Prior to admission, the patient¿s anticoagulation regimen included 325 mg of aspirin and 75 mg of dipyridamole three times a day. It was reported that there was non-compliance with dipyridamole for several days. The patient¿s vad system started having fluctuating power elevations on (B)(6) 2018. In addition, the patient had a rise in lactate dehydrogenase (ldh) and creatinine. At the time of admission, the patient¿s ldh was 401 u/l (baseline ldh 250-300 u/l) and inr was 2.56 (goal 2.5-3.5). The patient was treated with high dose heparin, anti-platelet therapy, and on (B)(6) 2018 received systemic tissue plasminogen activator. Post lytics, the patient¿s ldh was down to 384 u/l. A ramp echocardiogram showed no change in left ventricular diameter, severity of mitral valve regurgitation blood flow or septal shift. The aortic valve closed with vad speed of 9400 rpm. The patient was discharged on an unspecified date with an ldh of 604 u/l , total bilirubin stable at 0.5 mg/dl and powers back down to baseline. As of (B)(6) 2018, the patient was stable at home. Aspirin was continued at 325 mg and plavix at 75 mg. No additional information was provided.

Manufacturer narrative:
The pump exchange and evaluation is reported under medwatch MFR# 2916596-2018-00801 correction date of event changed from (B)(6) 2018. The cause of the reported increase in lactate dehydrogenase (ldh) could not be conclusively determined. The review of the submitted system controller log file showed brief elevations in pump power and estimated flow that returned to baseline following each event. There were driveline fault alarms noted and abbott technical services requested that the center switch out the system controller and perform a power cycle to determine authenticity. The pump operated above the low speed limit for the duration of the log file. The patient remained ongoing until received a pump exchange on (B)(6) 2018. The pump was returned and evaluated. Although thrombus was confirmed on the pump rotor, the duration that the thrombus was present in the pump could not be determined. A direct correlation between the thrombus and the report of increased ldh on (B)(6) 2018 could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.